Event description:
It was reported that the patient passed away due to amyloidosis, which ultimately led to heart failure. A review of the device data by qualified personnel revealed that the episode appeared to have terminated due to undersensing of very fine, low amplitude ventricular fibrillation (vf) that fell out of the device's detection zone. It was further noted that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high-rate non-sustained episodes and short v-v intervals, and there were multiple failed shocks observed during the episode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.